Manufacturer narrative:
Device evaluation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon evaluation, the functionality verification and power up verification failed. The screen was blank. The ¿stop¿ and ¿ok¿ buttons lit up, however there was no display and the screen functions could not be configured. It was identified that the cause was due to the inverter board transformer being shorted with a burnt coil. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt coil on the transformer of the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler was blank upon power up. The cycler was powered off and the unplugged from the wall for ten seconds and when the cycler was powered back on the ¿ok¿ and ¿stop¿ keys lit up, however the screen remained dark. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. It was reported that the patient would revert to manual therapy. Additional information regarding the event was requested, however to date not provided. The cycler was returned to the manufacturer and upon physical evaluation of the cycler by the manufacturer, it was identified that the coil on transformer of the inverter board was burned.